Event description:
A customer contacted baxter (B)(4) regarding a leak during patient use with the yume set. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was requested. Should additional information become available, a follow up MDR will be sent.

Event description:
The selector 24 khz micro handpiece was used during a craniotomy for tumor removal. It was reported that the product did not provide any misting. This handpiece was used along with the cusa nxt console and service module (MFR report numbers 1222895-2010-00016 and 1222895-2010-00017). There was a delay in surgery of one hour. There was no harm to the patient. The tumor was removed. Crossed referenced to manufacturer report number 8010219-2010-00010.

Manufacturer narrative:
(B)(4). The cassette was visually inspected and pressure tested. No abnormality was observed. This report of a leak in the cassette could not be confirmed or duplicated in the lab. Baxter will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.